Manufacturer narrative:
The insulin pump was received with intermittent button response, due to corroded keypad traces. No button error alarm occurred during testing. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly. The insulin pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after the device may have gotten wet while customer cleaned the pool. Customer's blood glucose was 201 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.